Event description:
Caller reported an issue with incorrect pump time, which was more than five minutes off. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in updating the pump time and was advised to monitor for recurring discrepancies, which customer understood and acknowledged.